Event description:
It was reported an external fluid leak was observed originating at the connection between the filter column and the upper end of the back plate of a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, no leak was visible. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.